Manufacturer narrative:
(B)(4).

Event description:
It was reported that "air leakage was observed when the extension line hub was connected during the PICC procedure." The device was removed and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".